Event description:
It was reported that during an unknown procedure articulation was not possible and the jaw no more possible to open. No patient consequences reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: was the device locked on tissue? No. If the device was locked on tissue, was it locked on a vessel or an artery? - if the device was locked on tissue, how was the device removed (opened per the instructions for use, forced open, cut out)?- what type of procedure was the device used in? Lap gastric bypass. How was the case completed? With another pse60a the analysis found that one pse60a. Device was received for analysis without a cartridge reload. Furthermore, the device was found to have the clamping mechanism damaged. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the clamp arm release and release button were noted worn and damaged in the area where both interact. This damage suggests the device was forced to open with the knife not in the home position by pulling the closing trigger to home. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. No further functional test could be performed due to the condition of the device. However a dry fire was performed and the firing mechanism worked as intended. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Event could not be confirmed as the device was articulated and de-articulated as intended. It should be noted that to de-articulate the device the anvil needs to be in the open position. The batch record was reviewed and no anomalies were noted during the manufacturing process.